Event description:
A call to patient services was made on (B)(6) 2013 stating that this device was giving off a strange sound. Caller was referred to medtronic and gave the phone number to call. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).